Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with removal of labial due to stress urinary incontinence. It was reported that following insertion the patient experienced extrusion, urinary problems, organ perforation, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2010 due to mesh erosion and pelvic pain.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure due to sui. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.